Manufacturer narrative:
Unit passed selftest and displacement test. Pump error alarm (variable 3) confirmed in the pump history due to broken pin 6 trace (sda) on u1 keypad assembly.

Event description:
The customer reported via phone call that the insulin pump received hardware low level failures alarm. The customer's blood glucose was 143 mg/dl. Leading up to the event, the insulin pump was asking for a rewind. The customer was assisted with troubleshooting. Customer reported that they were able to clear and rewound insulin pump. Insulin pump will be replaced because insulin pump did not passed the self test. The customer was advised to disconnect from the pump and to revert to their backup plan. That the insulin pump will need to be replaced. The insulin pump will be returned for analysis.